Event description:
Additional information received reported there was no patient injury. No rotor or dye studies had been performed. The patient had eleven months until eri (elective replacement indicator) and the pump reportedly had motor stalls with recovery three times in one week.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H9. The previously reported z# is no longer applicable.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that an alarm was heard however telemetry was not yet performed. The patient had been refilled the day prior to this report date. The device manufacturer representative received a call on the report date regarding the patient hearing the pump now alarming. It was believed to be the non-critical alarm and it was noted the pump had 11 months until eri (elective replacement indicator). The patient had no symptoms as of time of report. There had been no mris or emi (electromagnetic interference) related to the alarm. The reporter believed it was possible the alarm started the evening or night prior to the report date. The health care provider (hcp) that performed the refill confirmed they updated the reservoir and reporting nothing out of sorts in the programming. The reporter thought the patient was coming in on the report date to have the logs read and to confirm the type of alarm. Later that same day, it was reported the issue turned out to be a ¿non-critical pump memory error¿. It was later that same day reported the nurse indicated the patient was refilled on (B)(6) 2014 and five days later the patient heard the first alarm. From (B)(6) 2014 to the report date the patient heard the alarm eight to nine times. The logs showed a motor stall on (B)(6) 2014 followed by a recovery on (B)(6) 2014. Another motor stall then occurred on (B)(6) 2014 and recovered on(B)(6) 2014. It was then confirmed there was no alarm associated with a memory error. It was reported the critical alarm interval was changed to ten minutes and they were having the patient hand out to see if the alarm sounded again. The reporter however felt this was unlikely since the recovery had taken place. It was noted magnets had been ruled out and that the pattern was that the pump stalled every other day so they anticipated the next stall would be the upcoming sunday. It was reported the following monday there was a potential replacement surgery that could be scheduled. The device manufacturer representative planned to contact the hcp to review everything. It was also reported the patient had reported no change in spasticity and no other symptoms associated with a loss of therapy. The device system was used to deliver baclofen. It was later reported that the patient remained asymptomatic. The cause of the stalls remained unknown. The patient was scheduled for a pump replacement on (B)(6) 2014. It was later confirmed the pump was replaced and would be returned. A third motor stall according to the logs occurred on (B)(6) 2014 and the reporter wasn¿t sure if it recovered. During the surgery, the hcp was unable to aspirate the catheter and decided to replace the catheter with an ascenda catheter. The old catheter was found to be coiled up at the anchor site. It was later reported that related to the catheter issue found that the patient was on a high dose of drug prior to pump exploration and replacement. When they opened the patient up, they found that the catheter had coiled in the back incision and was not in the intrathecal space. It was noted they didn¿t know when this happened or how long the patient may have been without drug.

Manufacturer narrative:
Analysis of the pump revealed pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Analysis revealed a catheter body hole or tear caused by catheter connector pin and stated to be user related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.